Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device would not attach to the drill was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearing of the device were corroded. It was further determined that the device failed pretest for vibration assessment. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that there was difficulty attaching the attachment device to the drill device. During in-house engineering evaluation it was determined that the device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.